Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On december 20th, 2024, the fujifilm americas healthcare corporation received a complaint regarding scarring of the esophagus occurred with two patients, when inserting / removing the scope. The elevator is not giving full range of motion (stuck). During the initial investigation fujifilm engineer found the elevator dose have some tension when engaging the lever, it's very mild but can see where the customer may have a concern when using the scopes elevator function. Engineer suggests removing some tension of the elevator lever, so the knob won't seem as tight per their request. The scope functions within the tolerances range and masseurs at 65 degrees (elevator). No additional information was provided from the customer.